Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. The pt experienced loss of pulses, paleness of color and pain of the affected leg. A diagnostic angiogram confirmed an occlusion of the artery. Treatment included an angiojet thrombectomy and anticoagulation medication. Blood flow was restored and no further complications were reported.